Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Doctor reports patient at status post left anterior hip replacement done approximately 2 weeks ago may have fallen and now has an acetabular fracture and the cup has shifted as well as protruded through the medial wall. Doctor requested to revise the acetabulum. The cup was carefully removed and then preparation of the acetabulum was performed to implant a tritanium revision cup. After bone grafting the medial wall the cup was implanted and multiple screws were used to augment it¿s fixation. Satisfied with the cup a liner was impacted. It was then noticed the accolade cemented stem was loose. Dr decided to re cement a new stem into the existing mantle. A trial head was used to check stability. A new head was implanted and the surgical site was closed. The surgery was performed without incident. No further information is available due to emr password secured.